Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that upon unlocking the ilet pump, the user was repeatedly taken to the dexcom graph rather than the main screen, and the on-screen back arrow in the top left could not be activated despite a confirmed intact display; troubleshooting and user education were provided, and the interface ultimately responded, allowing normal use. Customer care provided support that included real-time troubleshooting with guidance on navigation and attempts to interact with the on-screen control. Investigation of this case revealed a transient user interface responsiveness issue consistent with a screen interaction or navigation control problem that resolved without hardware replacement. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no alerts or alarms, no interruption in therapy after resolution, and no need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was user interface use error or temporary software behavior that did not recur after guidance.